Manufacturer narrative:
The patient's weight has been estimated. Supplemental report will be submitted upon investigation completion.

Event description:
It was reported that the patient received a heartmate 3, closure of patent foramen ovale (pfo), and tricuspid valve (tv) annuloplasty on (B)(6) 2021. Post-operatively, the patient was managed on epinephrine and diuresed. The patient's kidney function was mildly elevated and the patient was extubated on the second post-operative day. The left ventricular assist device (lvad) speed was increased to 5200 rpm on the third post-operative day. On the fifth post-operative day evidence of post-operative right ventricular failure and end-organ dysfunction was seen. The requirements of inotrope and vasopressors were escalated without improvements in hemodynamics or lactic acidosis. Continuous renal replacement therapy (crrt) was initiated. The decision to escalate to emergent extracorporeal membrane oxygenation (ECMO) cannulation was made on (B)(6) 2021. The patient stabilized and vasopressor requirement improved. Overnight, there was continued escalation of lactic acidosis and end-organ failure. It was noted that the patient had hypercoagulopathy with liver failure and rising international normalized ratios (inrs). A transesophageal echocardiogram (tee) was performed that noted a large clot burden in right atrium and in the pericardium with small clot in the left atrium. The decision was made to withdraw care due to overall poor prognosis. Comfort measures were in place. The patient care withdrawn was vent, continuous renal replacement therapy crrt, veno-arterial extracorporeal membrane oxygenation (va ECMO) and ventricular assist device (vad). The patient passed away on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) and thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.